Event description:
It was reported that maxplus positive pressure connector syringe was stuck and could not be ejected. 10ml and 20ml syringes were easy to be ejected. The following information was provided by the initial reporter: on october 23, 2020, for flushing the sealing tube for the patient, the nurse inserted the syringe into the rubber plug of the connector but the syringe was stuck and cannot be ejected, so the nurse changed another connector to finish flushing. They also found that while used with the connector, it's very easy for 10ml and 20ml syringes to be ejected, as well as infusion apparatuses are not very matched.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 19055930. D4: medical device expiration date: 2022-09-10. H4: device manufacture date: 2020-09-18. H6: investigation summary a mp1000 china sample was not available for investigation of this feedback; however, three connecting products were received to assist the investigation, one 10ml shuguang syringe, one 20ml zhejiang syringe in open packaging and a shandong weigau gravity set in sealed packaging. The connecting products received were subjected to functional testing by connecting each one to a mp1000 from retained bd stock; no inadvertent disconnection was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19055930 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The alleged complaint sample in clinical use at the time of the event was not available for investigation; therefore, it was not possible to confirm if this may have contributed to the reported connection issues. Please note, in this instance the user facility has opted to use a luer slip syringe therefore the connection to the maxplus valve is a friction fit and relies on the user ensuring that the syringe is securely fitted before use. As stipulated in the user instructions a luer slip syringe should not be left unattended. The directions for use states that ¿if syringe has a luer slip, insert and rotate ¼ turn clockwise to secure connection. Do not leave luer slip unattended¿. A review of the customer feedback database indicates that reports of this nature against the maxplus device occur at a low frequency and have not been attributable to a product defect or manufacturing issue.

Manufacturer narrative:
Medical device lot #: the customer provided lot # 19055930. This does not match the catalog number provided. Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that maxplus positive pressure connector syringe was stuck and could not be ejected. 10ml and 20ml syringes were easy to be ejected. The following information was provided by the initial reporter: on (B)(6) 2020, for flushing the sealing tube for the patient, the nurse inserted the syringe into the rubber plug of the connector but the syringe was stuck and cannot be ejected, so the nurse changed another connector to finish flushing. They also found that while used with the connector, it's very easy for 10ml and 20ml syringes to be ejected, as well as infusion apparatuses are not very matched.